Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was having a lead issue and was having a lead revision and battery replacement on the day of the report. It was clarified that the patient had a loss of therapy on the right leg and it was determined that the patient had a lead fracture. The device had been checked and abnormal lead impedance was found. The system was completely removed and discarded. It was unknown if the patient had any troubleshooting done before this. The patient was doing well. The indication for use was non-malignant pain.